Event description:
We received a report that after implanting an zcb0000220 intraocular lens (iol) the surgeon used an ora abberometer. The readings obtained suggested using a different diopter power. The incision was enlarged and the iol cut out. An exchange was performed during the same procedure. The report indicated the patient had recovered.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer. Visual examination at 10x magnification revealed that a lens was cut off in half. Also, the visual inspection revealed a few surface residuals (fiber/particles) on the lens compatible with handling the lens non-sterile environment. No cosmetic defects related to manufacturing were found in the returned lens. The manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.